Manufacturer narrative:
Insulin pump received with missing display window cover and peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the plastic stripping the screen was coming off both on the top and bottom of the lcd display. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed. The customer was advised the insulin pump will need be replaced. The customer will return the device for analysis.